Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter phone: (B)(6).

Event description:
It was reported that non target embolization occurred. Obsidio was selected for use in an ovarian embolization procedure. The size of the left gonadal vein was approximately 6-7mm in diameter. One 6x20 embold coil and two 8x20 embold coils were implanted. The catheter containing the obsidio material was placed approximately 1 cm proximal to the embold coils and 2.5cc of obsidio was successfully implanted. It was noted that 2.0cc of obsidio was delivered using a non-aliquot technique and .5cc of obsidio was delivered using the aliquot technique. Upon review after case follow-up, non target embolization was observed at the proximal bifurcation, 2-3cm below the left renal vein. The patient status was stable post procedure.